Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: the clogging of the material in the nozzle was confirmed, however, it was unable to identify the foreign material. The lm could not conclusively specify the cause of the foreign material remained in the device from the obtained information. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection, and preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited nozzle clogged with foreign material. There were no reports of patient involvement.